Event description:
During a lobectomy procedure, half of the staples were formed normally, but other staples did not form with the device. The lever broke during firing with the device. Another device was used to complete the case. There were no adverse consequences to the pt.